Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: japan. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. DHR was reviewed and no discrepancies related to the reported event were found. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this complaint product didn't work even the motor at all. The nurse replaced the battery pack to another one. After the above, the complaint product came to work and the surgeon used it for the surgery. A 0-15 minutes delay occurred due to the preparation and replacing the battery pack to anther one. Batteries were leaking electrolyte. Due diligence is complete. No additional information is available.